Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead exhibited high thresholds. The rv lead was re-positioned several times during the implant procedure and in all positions the lead exhibited insufficient thresholds. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.